Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 days after the dental implant was placed in ada site 9 in the mouth, the implant had not integrated due to its large diameter. Clinician reported pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 days after the dental implant was placed in ada site 9 in the mouth, the implant had not integrated due to its large diameter. Clinician reported pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).